Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient had an infection at the lead extension site. The system was removed and the patient was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient continues to be under medical supervision in the hospital.